Event description:
After onyx injection using a marathon catheter, it was reported that approximately 10cm of the catheter's distal end separated as it was being removed from the patient and the broken distal segment was secured with a protege rx carotid stent. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00656.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).